Event description:
A malfunction was reported on the customer¿s pump, which was noted to be low on battery prior to the malfunction. The issue resulted in the customer¿s blood glucose level exceeding 500 mg/dl, with the specific value displayed as "high." The customer called technical support but did not take any action to address the high blood glucose. Technical support provided guidance on resetting the pump; however, the malfunction recurred after the reset. Technical support decided to replace the pump and informed the customer about the necessary steps for using and returning the problematic pump. A new replacement pump was sent, and the customer was instructed to use multiple daily injections as a backup insulin therapy until the new pump arrived.